Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06616. It was reported that the leads were explanted due to erosion with possible infection. The patient had no complications and no problems related to the procedure.

Event description:
Related manufacturer reference number: 2938836-2019-12192.

Manufacturer narrative:
The reported event of infection was not confirmed by analysis. As received, a partial lead was returned in two pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the rv cable lumen caused by friction to the device can was noted at 11.3 cm to 11.5 cm from the connector pin. External insulation abrasion breaching caused by friction to the device can was noted at 26.3 cm to 26.8 cm and at 28.2 cm to 28.5 cm from the distal end of the svc shock coil.